Event description:
The pt's device was reportedly working well but was frequently migrating. This device was implanted according to the surgical procedures followed in 1994. Subsequently, no bony bed was drilled in which to seat the device. The ics was placed under the temporalis muscle. The surgeon decided to replace the implant. The pt was reimplanted with another clarion device.